Event description:
It was reported that the pt has difficulties with his performance. The pt's audiologist suspected that some of the electrode channels are outside the cochlea but this has not yet been confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.